Event description:
It was reported that the patient with this pacemaker exhibited atrial undersensing. Upon review, it was determined that the atrial undersensing was due to sensitivity programming. It was recommended to reprogram the sensitivity and further evaluation. This pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker exhibited atrial undersensing. Upon review, it was determined that the atrial undersensing was due to sensitivity programming. It was recommended to reprogram the sensitivity and further evaluation. This pacemaker remains in service and there were no adverse patient effects reported. Additional information was obtained, the device was explanted and replaced due to normal battery depletion (nbd).